Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a clot formation was found. It was initially reported by the customer that there was char at the catheter's tip level, at the end of the ablation. There were no issue was observed at the beginning of the procedure during the purge of the catheter. The correct ablation template was selected on the generator. There was no change of catheter and no patient consequence. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 15-jan-2025, additional information was received indicating that at the end of the procedure, when the catheter is withdrawn, a blood clot is found at its tip. Doubt about the presence of a vascular lesion. No complications during the course. Based on this new information, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6), manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 26-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and a clot formation was found. It was initially reported by the customer that there was char at the catheter's tip level, at the end of the ablation. Additional information was received indicating that at the end of the procedure, when the catheter is withdrawn, a blood clot is found at its tip. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed that char, thrombus or clot residues were observed located at the top of the dome. A temperature and impedance test were performed, and no issues were observed. Then, an irrigation test was performed, and the device was found partially occluded. The flow was observed irregular through the irrigation holes. Afterwards, a microscopic examination of the irrigation hole was performed and identified a dry reddish material like a blood in several holes. Finally, a wire was introduced in the luer hub, and the wire got stock in the middle of sheath. Due to this condition, the shaft was dissected, and the irrigation tube was inspected, and it was found occluded with dry reddish material. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The char and thrombus/clot issues reported by the customer were confirmed. The potential cause of the occlusion cannot be determined. The instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Recheck the irrigation system prior to restarting the rf application char is a physical phenomenon of rf, it can be the normal result of the ablation process. In addition, the catheter used in conjunction with an rf generator is capable of delivering significant electrical power. Patient or operator injury can result from improper handling of the catheter and indifferent electrode, particularly when operating the catheter. If during ablation, the temperature does not rise, discontinue delivery of energy and check setup. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: contamination of environment by device (c1503) and problem due to thrombosis activation (c010604) / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the char, thrombus/clot issues. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the occluded tube. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 27-jan-2025, additional information was received indicating there were no error messages or product problems. There were no issues related to temperature or flow. The generator was set to a thermocool smarttouch sf mode, 250ohm cut off, temperature warning 37c-cut off 45c. The patient was anticoagulated and must be superior to 300, controlled every 20minutes. Hepernized normal saline was used. The correct catheter settings were set on the generator. The patient has not exhibited any neurological symptoms since the procedure was completed. Correction: it was noticed the following information was inadvertently omitted from section h11. Additional manufacturer narrative of the 3500a initial medwatch report: ¿the product has not returned for analysis, however, a pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.¿ device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, char was observed on the tip's level of the catheter. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. Note: h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).